Manufacturer narrative:
H11. This follow-up form is sent to include additional information provided by the user facility on 3500a received on 11/27/96.

Event description:
The valve was explanted approx 147 months post implant due to mitral regurgitation. The valve was returned for analysis.